Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to stress urinary incontinence. It was reported that following insertion the patient experienced chronic pelvic, abdominal and vaginal area pain, painful intercourse, abdominal inflammation, urinary incontinence, retention and leakage, urinary and vaginal infections, severe abnormal bowel movements, abnormal vaginal discharge that has an odor, anxiety/depression, physical pain and discomfort. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency.